Event description:
Package does not open properly. Nurses are unable to deliver device to sterile field properly. When the edges are pulled the back of package tears and product cannot be dropped to sterile field. Hosp has received replacement product from MFR.